Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during dwell 2. The patient was connected at the time of the alarm. The patient line had been properly primed and there were no patient extension lines in use. The patient had not disconnected. The hp stated that one of the lines had disconnected from a bag. The technical service representative (tsr) had the home patient (hp) cycle the power, and the hc alarmed system error 2367. The hp then cycled the power again. The hp would start over with new supplies. The supplies were not damaged by an outlet port clamp or assist device. Proper procedures were reviewed with the patient. A sample was available. The patient later called for further therapy assistance and ended therapy for the night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not received by baxter and will be considered lost. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the hp stated that one of the lines had disconnected from a bag. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined.